Event description:
Customer reported via phone call to have a blank display screen even after several battery changes. Customer's blood glucose was 347 mg/dl. Troubleshooting could not be performed as insulin pump was dead. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarm was noted. The insulin pump functioned properly. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.